Event description:
The nurse manager alleged that a female psych patient took a sheet and fed it through a hole in the bed frame and tied the sheet around her neck trying to strangle herself. The nurse manager stated the pt did not sustain any injury.

Manufacturer narrative:
The technician investigated and the account stated the pt was found lying with her head at the foot of the bed and lying on her left side. The nurse cut the strip of sheet that was attached to the bed and around the pt's neck. The strips of sheet had a paper clip attached and was used to loop through the holes in the frame of the bed. The pt used her foot to pull it tight around her neck. No injury was noted. The technician found no visible defects on the bed it was in original un-altered condition.